Manufacturer narrative:
No product will be returned for evaluation as it was discarded by the facility. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that device met all specifications upon distribution. . No root cause could be identified since no product sample nor objective evidence was provided for investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
As reported during use in a patient this swan ganz pacing catheter did not pace at all. After insertion in patient when this catheter was connected to the external pacemaker and output was increased it was unable to pace. When the external pacemaker was replaced the problem was not solved. Then the cable was replaced but the problem was not solved. When this catheter was replaced the problem was solved. The size of sheath introducer used with this catheter is unknown. There was no allegation of patient injury. The device was not available for evaluation since it was discarded by the hospital.